Event description:
It was reported that multiple motor stalls were confirmed in the infusion pump's logs. During a pump replacement, the logs were read and the motor stalls were noticed. The first reported stall occurred on (B)(6) 2012 and recovered on (B)(6) 2012. The second motor stall occurred (B)(6) 2012 and had not recovered. The patient did not have any withdrawal type symptoms. It was noted that the patient's mother thought the patient had been "sleepy" the last couple of days and thought the patient was walking a little differently with more of a "stomping' movement. The patient also had some swelling in his right flank area. Additionally, the catheter was found to be fractured at the anchor site. The anchor remained in place, and the broken catheter tip was around the flank area where it was thought that some fluid was accumulating. When the health care provider went to replace the spinal section of the catheter, it could not be extracted so it was left in place. A new catheter was implanted and the dose was reduced. The drug in the pump was lioresal (baclofen).

Manufacturer narrative:
Product ID 8709, lot# j11028r67, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information received reported the elective replacement indicator (eri) was less than one month at the time of the pump re placement. The ¿stopped pump period may exceed tube set¿ message was read in the logs with the motor stalls.

Manufacturer narrative:
(B)(4).